Manufacturer narrative:
(B)(4) the mid1 device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the mid1 device was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2022 a patient underwent hybrid ablation with concomitant left atrial appendage exclusion (laae), and left pulmonary vein isolation (lpvi). The ablation portion of the procedure was completed successfully. The physician articulated the mid1 dissector and retreated three times when resistance was felt. During the next articulation of the mid1, a pooling of blood was observed. The procedure was converted to an open chest procedure via sternotomy and the injury was repaired. There was no reported device malfunction, and the adverse event was the result of a procedural complication.